Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: jan 7, 2026 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed hat the lens was stuck inside the cartridge and overridden by the plunger rod. The cartridge had a stress mark that led to a damaged cartridge tip. Ovd was observed inside the cartridge. The lens module, handpiece, plunger rod, and plunger rod advancement were inspected, and no issues were identified. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The complaint issue "rod stiff" was not identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: unknown, information not provided. Section d6b: if explanted; give date: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Three attempts have been made to obtain information but no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector of preloaded lens was tight when injecting, which caused the lens to distort at the tip on exit and resulted in the tip cracking. No further information was provided.